Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: coil embedded in other tissues'), dysmenorrhoea ('dysmennorhea (cramping)') and device expulsion ('x-ray shows malpositioning of the left coil within the uterine cavity') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and genital bleeding. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain\ back pain- pregressed after essure placement"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("pain abdominal- more so on left side"). In 2011, the patient experienced urinary tract infection ("uti"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth"), menstrual disorder ("menstrual changed"), pelvic pain ("pelvic pain") and arthralgia ("pain joint aches/pain"). In 2012, the patient experienced psychological trauma ("psych injury/ depression"), alopecia ("hair loss"), migraine ("migraine/migraines / headaches"), mood swings ("mood swings") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). In 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), fatigue ("fatigue"), headache ("headaches"), nervous system disorder ("neurological disorder") and depression ("depression"). The patient was treated with hyst. (Full),salping. (Bilateral) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, back pain, weight increased, headache, mood swings, feeling abnormal, vaginal haemorrhage, dysgeusia, anxiety, menstrual disorder, abdominal pain, pelvic pain and arthralgia had not resolved and the dysmenorrhoea, device expulsion, dyspareunia, menorrhagia, allergy to metals, psychological trauma, cystitis, urinary tract infection, fatigue, alopecia, migraine, nervous system disorder and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, cystitis, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, headache, menorrhagia, menstrual disorder, migraine, mood swings, nervous system disorder, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Imaging procedure - on 2010: essure confirmation test (unspecified) - bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dyspareunia, dysmenorrhea, hair loss, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: new events added: coil embedded in other tissues, x-ray shows malpositioning of the left coil within the uterine cavity, mood swings, brain fog, abnormal bleeding (vaginal), metallic taste in mouth, anxiety, menstrual changed, pain abdominal-more so on left side, pelvic pain, joint pain. Event onset date , event outcome were added. Reporter information were updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and nervous system disorder ("neurological disorder") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with hyst. (Full),salping. (Bilateral). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the dysmenorrhoea, dyspareunia, back pain, menorrhagia, allergy to metals, psychological trauma, cystitis, urinary tract infection, fatigue, alopecia, weight increased, migraine, headache, hormone level abnormal and nervous system disorder outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nervous system disorder, psychological trauma, urinary tract infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Previously reported event "injury" was updated to dysmenorrhea (cramping). Events ; dyspareunia (painful sexual intercourse),chronic, back, bleeding- menorrhagia (heavy menstrual bleeding), allergy- hypersensitivity, nickel allergy, psych injury, bladder/urinary problems: bladder infect ,uti, fatigue, hair loss, weight gain, hormonal changes, migraine, headaches, neuro condit/prob were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.